Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had a broken force sensor was detected during seating or regular delivery critical pump error alarm. No harm requiring medical intervention was reported. The customer will continue use of the devise.